Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient had a light adjustable lens+ (lal+, sn (B)(6), +20.5d) explanted from the right eye due to possible visual changes after use of a tanning bed without rxsight uv protective spectacles prior to any light treatments being performed. Examination of fragments of the lens returned to rxsight after explantation did not reveal obvious signs of abnormal polymerization. A new lal (sn (B)(6), +21.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 07/22/2024. Reference report #3012712027-2024-00078 for the report on the left eye.